Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ("allergy of all kinds") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), migraine ("migraine"), fatigue ("chronic fatigue"), heart rate increased ("high cardiac rhythm"), musculoskeletal pain ("joint and muscular pain"), sinusitis noninfective ("nasal and sinus inflammation"), vision blurred ("blurred vision"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("ballooning") and dizziness ("dizziness"). The patient was treated with oxitriptan (triptan), surgery (essure removal by salpingectomy) and surgery (surgery of the wall of the nasal cavity). Essure was removed on (B)(6) 2017. At the time of the report, the multiple allergies, migraine, fatigue, heart rate increased, musculoskeletal pain, sinusitis noninfective, vision blurred, alopecia, weight increased, abdominal distension and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, dizziness, fatigue, heart rate increased, migraine, multiple allergies, musculoskeletal pain, sinusitis noninfective, vision blurred and weight increased with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: multiple allergies - the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.